Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 450 mg/dl, and moderate ketone levels. Customer stated that bg level have not lowered below 250 mg/dl. Customer is unsure of the cause for elevated bg levels. System check with tandem technical support was performed and the pump was functioning as intended. Customer changed pump supplies and delivered boluses to bring bg levels back to target range.